Event description:
Additional information was received that the patient¿s generator and lead were explanted. Explanted generator and lead will not be returned per hospital policy. No additional relevant information has been received to date.

Event description:
It was reported that patient's device had high lead impedance and an increase in seizures following a fall. X-rays were order but no lead fracture or abnormalities on lead were seen. No surgical intervention has been reported to date. No additional relevant information has been received to date.